Event description:
The patient reported exposed and frayed wires on the power supply cord. The power supply cable and power cord were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems power supply was received for evaluation. Visual inspection verified the power supply was frayed, and wires were exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.